Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr checked instrument logs and found that the result generated prior to the result subject to the current complaint was of a high concentration. The fsr suspected that a carryover may have occurred due to poor instrument maintenance. The fsr instructed the customer to perform weekly maintenance as per operations manual. Thereafter, the fsr replaced the sample probe (list number (ln) 08c94-42), which resolved the issue. A review of service history for the architect I (serial number (B)(4)) revealed no subsequent tickets regarding discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the sample probe (ln 08c94-42) did not identify any trends. Review of tracking and trending for the architect I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the sample probe (ln 08c94-42 or the architect I (serial number (B)(4)) was identified.

Event description:
The customer identified a falsely elevated architect total (B)(6) result for one patient. The following information was provided: sid (B)(6) initial result (B)(6) repeated (B)(6). No impact to patient management was reported.